Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted causing the pump to shutdown. Customer declined tandem technical support's offer to troubleshoot as there has been no further battery issues. Customer's blood glucose was not impacted.